Event description:
The customer reported that a mass of black flaky substance came out of the distal end of the evis exera iii colonovideoscope. The black substance came out just prior to the biopsy forceps coming out of the distal end during a colonoscopy. The physician suctioned up all of the substance into the a trap. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there were black marks inside the forceps passage channel. In addition, evaluation found the distal end cover had multiple dents, the bending section cover adhesive was cracked at the insertion tube and scope cover, the insertion tube was scratched, and the light guide tube had buckles and scratches. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that black dirt in the biopsy channel peeled off while the user inserted forceps. The foreign material was unable to be identified specifically. The event can be prevented by following the instructions for use (IFU): "-detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.